Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the surgeon observed a fibers in his visual field and in the eye during a procedure. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
Additional information provided. There have been no additional complaints reported against the finished goods lot and the device history record shows the product was released per specifications. The customer reported that they observed fibers in the visual field and in the eye. The scrubs also noticed fibers when rubbing their gloved hands across the back table cover. The customer did not retain a sample for this complaint report; visual inspection or particulate testing could not be conducted. Without a sample or photo, the root cause cannot be determined. Possible root cause include an error in the warehouse, an error made during the custom pak internal manufacturing process and an error made during the supplier¿s manufacturing process. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. The account manager is working with the sales administration to change the mayo cover in the customer¿s pak. The manufacturer internal reference number is: (B)(4).